Event description:
1. Detailed circumstances at the time of occurrence (always stated if an error code is known): after the procedure ended, when a physician removed a long sheath (sfr, 25cm terumo) from the patient's body, the sheath was detached in the body and about 70% of the sheath remained in the body. 2. Timing when complaints occurred: after the procedure was ended, at the time of hemostasis. 3. How to complete the procedure: consultation with a physician in the department of visceral and vascular surgery for vascular dissection suture was performed and the sheath was removed. After that, the patient was discharged from the room safely." The procedure was completed without patient consequence. The complaint product(s) will not be returned for analysis. Procedure: premature ventricular contraction. Additional information received: after completion of procedure, the sheath was cut off in the inguinal vein at the time of hemostasis and remained in the body. A cardiac surgeon incised the vessel and removed the seeds. After that, suturing was performed, and there were no other complications, and the catheter room was left. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).